Event description:
According to the complainant, the balloon ruptured about two weeks after placement. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Event description:
This manufacturer report # 3005099803-2008-3513 contains incorrect information. Please refer to manufacturer report # 3005099803-2009-2100 for corrected information.

Manufacturer narrative:
The sample was returned and a visual examination of the device was performed confirming the reported condition of the balloon being ruptured. The balloon tip was separated from the shaft just to the left of the notch. The bonding material may have been thin at the spot where the balloon separated causing it to deflate. Unable to determine the exact cause of the separation, however, it may have been do to a too think layer of bonding material during production.